Manufacturer narrative:
Despite attempts to obtain more information from the hospital, no response has been received. The proposal for service by gehc was not accepted by the hospital. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit indicated a system malfunction. There was no reported patient injury.